Event description:
It was reported that the patient presented to the emergency room (ER) experiencing a rapid heart rate due to pacemaker mediated tachycardia (pmt). The pmt intervention feature was on, however, retrograde conduction outside of the automatically-adjusted post ventricular atrial refractory period (pvarp) was occurring. Pvarp was extended and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.